Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was making a high pitch noise when the screen was on and sound stopped when the display turned off. The customer¿s blood glucose level was 274 mg/dl at the time of the incident and current is 280 mg/dl and treated it with bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit power up and display froze after count up followed by an unexpected constant tone, problem isolated to mother board. Unable to perform any test due to frozen screen. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.